Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be flattened. Fluid was able to flow through the entire fluid path despite the observed damage. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and adrenal crisis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a adrenal crisis. The patient had high heart rate, was confused and had stomach cramps. The patient was using cortisol in the pod. For treatment, the patient solu-cortef and saline by intravenous (IV). The patient was using the pod in a off-label way. The patient was discharged after 4 hours. No further details to report.